Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that at the time of guide wire removal after the passage of the probe, the plastic "protection" (cap) came out and the guide wire pierced the finger of the doctor who performed the procedure. Bleeding occurred.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be completed because there were no samples or digital image submitted with this complaint. This complaint will be reopened and updated if a sample is received at a later date. An investigation was carried out with the multifunctional team, the current process and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Based on the available information, no corrective and preventative action is required at this time. This complaint will be used for tracking and trending purposes.